Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an inaccurate erratic issue with her one touch ping meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 7:13 am. She obtained a glucose result of "345 and 195 mg/dl" on the subject meter, done less than 20 minutes apart of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient stated that she manages her diabetes with insulin (pump therapy) and due to the alleged issue denied making any changes to her usual treatment. She reported receiving 10u of bolus insulin, based on the result of "345 mg/dl." The patient denied developing any symptoms due to the alleged issue. Reportedly at 7:26 pm, when she retested and obtained the lower result, she self treated with grape juice, banana and toast. During the initial call with customer service, the agent noted that the patient had been using the correct unit of measure set in the meter, a proper testing technique and the correct sample site. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor received medical intervention for acute complications of diabetes. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Follow-up #1 (11/28/2011)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.